Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by clogging in the channel mount unit, which resulted in foreign material being discharged from the distal end. The exact cause of the event could not be determined. The user reported discovering foreign material clogging the biopsy channel while handling the device. Since the subject device was subsequently returned to olympus, it is believed that the material remained inside the device during this process. The event can be prevented by following the instructions for use which state: by handling the device in accordance with the following IFU. IFU states the detection method in series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the following: due to clogging of channel mount unit, foreign objects came out of the distal end. There was no patient involvement.